Event description:
The customer reported that their pump battery was not charging. There was no adverse impact to the customer's blood glucose level. The customer initially used a wall outlet with a tandem charging cable and a non-tandem wall adapter to resolve the issue, and after following instructions from technical support to try a different outlet, the pump began charging. Technical support informed the customer about the proper use of charging supplies and agreed to send a replacement tandem wall adapter.